Event description:
The caller reported that the insulin gauge on the pump displayed an amount different than expected, showing 17 units instead of the expected 100 units, with the difference exceeding 30 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer reloaded the same cartridge and agreed to receive an email with resources for loading the cartridge. Additionally, the customer was instructed by cts to call back for further troubleshooting if the issue recurs.